Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had a revision surgery due to instability/dislocation one year after primary surgery. Patient ID: (B)(6)".